Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube use. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, a patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient developed increased erythema and frank purulent discharge at the peg site. On (B)(6) 2017 the patient was admitted to the emergency department for that day. The patient received IV and oral antibiotics for a mild cellulitis at the stoma site. The antibiotic received was cephalexin 500 mg for 5 days.